Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. Tissue damage and increased mitral regurgitation occurred. It was reported that on (B)(6) 2016, a mitraclip procedure was performed to treat mixed etiology mitral regurgitation (mr) grade 3 in a patient with a large left atrium. The transseptal puncture was difficult and too high, which made steering the clip delivery system (cds) difficult. There was no device malfunction. The cds was advanced to the mitral valve leaflet, leaflet assessment was performed satisfactorily, and the clip was implanted, reducing the mr to grade 1. On (B)(6) 2016, the patient was hospitalized with dyspnea and increased mr grade 3. Echocardiogram revealed the clip had detached from the posterior leaflet and remained attracted to the anterior leaflet, damaging the posterior leaflet. A second mitraclip procedure was performed on (B)(6) 2016. One mitraclip was implanted lateral to the original clip, reducing the mr to grade 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult to position and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. The reported patient effects of mitral regurgitation (mr) and tissue damage appear to be a result of the slda. Additionally, the reported dyspnea was likely a cascading effect of the mr. The additional therapy/non-surgical treatment and hospitalization were the result of case-specific circumstances as the patient underwent a second mitraclip procedure, and the mr was successfully reduced to 1. It should be noted that the reported patient effects of dyspnea, worsening mitral regurgitation (mr), and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.